Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Remote transmission displayed an alert for high voltage lead impedance less than lower limit. Lead capture, sensing, and pacing were stable and in-range. The sense and pace portion of the lead had been replaced for unknown reasons. The device was reprogrammed and patient will be followed up routinely.